Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
Customer report: "the staff in trauma this afternoon have reported to me that 2, 3.2mm drills have just broken during a distal femoral plating, one being left in the patient as they are unable to remove it."